Manufacturer narrative:
H10 h3.h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed a scratched lid. A functional evaluation revealed on power up and after reaching the initial splash screen, the screen goes blank and the alarm tone is heard. The unit was opened and found no issues. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the set-up of an unknown procedure, the werewolf rf 20000 controller did not recognize the rf when plugged in. The procedure was cancelled. A smith and nephew back up device was used. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.